Event description:
Reportedly, during a defibrillator replacement procedure on (B)(6) 2017, the subject lead was disconnected from the previous implantable cardiac defibrillator and then connected to the new device. During this replacement procedure, ventricular noise was observed on real time electrogram while the device pocket was being closured, however, because the noise was considered due to some external interference, the replacement procedure was finished. On (B)(6) 2017, (B)(4) was informed that the patient had been urgently transported to the hospital during his business trip to the area. A device check was then performed and it was confirmed from the recorded arrhythmia episodes that inappropriate shocks had been delivered resulting from noise oversensing. The shock therapy function of the device was turned off. The patient was hospitalized to be closely monitored with the use of an electrocardiogram monitor. On (B)(6) 2017 the patient went back to his place of residence while using a wearable cardioverter-defibrillator. The physician suspected some damage to the subject ventricular lead during the replacement procedure on (B)(6) 2017. Update on (B)(6) 2017: reportedly, the patient underwent to an ICD replacement procedure on (B)(6) 2017. The ICD was discarded at hospital and the lead was abandoned inside the patient's body. No ICD failure is suspected.